Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "doctors using stapler on patients then it got jam, cannot work anymore". A new stapler was used to close the wound. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The trigger was returned engaged. There was no evidence of use in the form of biological material on the device. The stapler was returned with zero staples remaining in the cover block, indicating that every staple was fired by the customer. Device history record review investigation did not show issues related to complaint. The reported complaint of "misfire/jamming - info not provided" was not confirmed based upon the sample received. The stapler was returned with no staples remaining in the cover block. For this reason, functional testing could not be performed, and the reported complaint could not be confirmed. A device history record review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "doctors using stapler on patients then it got jam, cannot work anymore". A new stapler was used to close the wound. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".